Event description:
Following a novasure endometrial ablation, the pt experienced a "vasovagal episode reaction, the pt eventually responded to first response team and [was] admitted to emergency room for observation and recovery." It was reported on (B)(6) 2012, the pt was discharged form the emergency room on (B)(6) 2012 and "the pt is ok."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).